Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure the right ventricular lead was determined to be too short. The lead was not used and a longer lead was implanted. No patient complications have been reported as a result of this event.